Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the catheter had come loose and dislocated from the pump. The device was implanted (B)(6) 2011 and about 4 months after in (B)(6) the catheter dislocated form the pump and it had to be replaced. The system was being used to deliver clonidine, bupivacaine, and dilaudid (hydromorphone). No information regarding the patient status prior to the event, diagnostics, troubleshooting, or the patient outcome was reported. If additional information is received a supplemental report will be submitted.